Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported 3 weeks post-op from an elbow procedure it was discovered the tendon tore through the suture. A revision procedure was needed to remove the sutures. The first anchor remained implanted but another hole was drilled to insert another anchor and tie over a graft. Additional information 02-04-2020: original op date: (B)(6), revision date: (B)(6). Pt has not been seen yet for follow up.